Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant of an implantable pulse generator (ipg), the patient died of a suspected acute myocardial infarction. It was reported that patient's blood pressure had decreased, and the resuscitation attempts were not successful. The implant procedure performed a day earlier was reportedly successful and had no problems. A definitive cause of death was not provided.